Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -10.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. The problem was resolved. Caused reported as a patient related factor.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken/ bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).